Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: there were unexplained pump reboot events observed in the pump's black box history. No battery cap was returned with the pump. A test battery cap secured to the pump and maintained an electrical connection. Moisture corrosion was observed inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and no leaks were found. The pump case was removed and no intermittent conditions or moisture was found inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.